Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the weight of the patient at the time of the event was unknown and all the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep went to interrogate the ins today with the tablet/communicator and they saw an error on the tablet that something dramatic like ¿device failure¿ and all the programming was gone. The rep stated they could not recall the exact verbatim. The rep was walked through obtaining a data file, which they would send in later. It was indicated that the rep will reprogram the patient. No symptoms were reported. The event occurred on (B)(6) 2018. The rep also added they saw an alert that the stimulation had been lost due to battery depletion. Technical services reviewed that at one point the device was discharged. No further complications were reported/anticipated.